Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a bd code indicative of battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting due to magnet exposure. The dates of the magnet exposure correspond to a surgical procedure the patient underwent. Boston scientific technical services (ts) indicated that this bd code is a false-positive and the battery will recover. Normal follow ups were recommended. No adverse patient effects were reported. The device remains in service and the patient will be monitored.